Manufacturer narrative:
Exemption number e2015058. The history log showed the pad-pak was first installed successfully on the (B)(6) 2013 and performed to specification up to (B)(6) 2016. The device technical log records a manual power up during this time in which an in range patient impedance was detected. Two shocks were delivered. Manual power ups were recorded on the (B)(6) 2016. The returned pad-pak was inserted into the device and the device passed a self-test. No status leds were observed during the power up. No warnings were given at shutdown and the status led remained extinguished. This would confirm the reported fault. The device delivered a test shock without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to a short circuit between the green and red status leds due to an over application of silver paste. The status leds are tested at final test before being dispatched from heartsine. It is therefore concluded that the short circuit was intermittent in nature and caused as a result of an over application of silver paste during the manufacturing process. The fault could not be replicated with a new membrane fitted. The device was still able to deliver test therapy without fault during testing at heartsine.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad units status indicator light does not operate; unit will power on and go through normal voice prompts.